Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. Patient was advised to update the ios and reboot the phone. At the time of contact, no injury or medical intervention was reported.